Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited low amplitude and undersensing on the right ventricular (rv) lead. Which led to a delay in the therapy. Subsequently, the rv lead was not successfully implanted. This rv lead was never in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned lead found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited low amplitude and undersensing on the right ventricular (rv) lead. Which led to a delay in the therapy. Subsequently, the rv lead was not successfully implanted. This rv lead was never in service and no adverse patient effects were reported.